Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system was repositioned due to optimization. During the procedure the visual inspection of both primary and secondary vector showed an acceptable signal, nonetheless after having induced and terminated an arrhythmia correctly the automatic setup was not successful in all vectors. It is suspected that the signal was borderline good before the shock, and when the shock was delivered it changed slightly to a borderline bad signal. The technical services (ts) discussed and provided troubleshooting options. This electrode remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system was repositioned due to optimization. During the procedure the visual inspection of both primary and secondary vector showed an acceptable signal, nonetheless after having induced and terminated an arrhythmia correctly the automatic setup was not successful in all vectors. It is suspected that the signal was borderline good before the shock, and when the shock was delivered it changed slightly to a borderline bad signal. The technical services (ts) discussed and provided troubleshooting options. This electrode remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system was repositioned due to optimization. During the procedure the visual inspection of both primary and secondary vector showed an acceptable signal, nonetheless after having induced and terminated an arrhythmia correctly the automatic setup was not successful in all vectors. It is suspected that the signal was borderline good before the shock, and when the shock was delivered it changed slightly to a borderline bad signal. The technical services (ts) discussed and provided troubleshooting options. This electrode remains in service. No additional adverse patient effects were reported.